Manufacturer narrative:
Upon further investigation, the touchscreen calibration issue was discovered during testing prior to therapeutic application. Therefore, this complaint no longer meets reportability requirements.

Event description:
A screen calibration issue was reported to philips. The ventilator was not in use at the time of the event.

Manufacturer narrative:
(B)(6).